Manufacturer narrative:
(B)(4). An actual sample and 2 companion samples were submitted for evaluation. However, only the actual sample was evaluated. A visual examination of the sample confirmed the reported condition of a damaged spike. From sample investigations it can be determined that the spike broke whilst introducing the spike into the bag/bottle since solution was noticed in the tubing. This implicates that the set got damaged during the insertion of the spike in the infusion bag. The chambers used with this set are purchased from an external supplier. A supplier visit has already been performed to investigate further this issue. A supplier corrective action report has been opened and further investigations are on going to determine any action/s to strengthen the spike. A batch review was conducted and there were no deviations found during the manufacture of this lot. The product code of this device used in this situation is unknown; therefore, it does not have a us 510k number.

Event description:
A customer reported to baxter (B)(4) of a administration set with a damaged spike. This reported condition occurred during setup. No clinical consequences were reported. No other information available.